Event description:
It was reported that during a foot/ankle procedure the bur broke at the cutting end. It was further reported that there was a delay of less than 5 minutes to obtain an alternative device. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that contact with metal during use could lead to the failure observed. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device evaluation results.

Event description:
It was reported that during a foot/ankle procedure the bur broke at the cutting end. It was further reported that there was a delay of less than 5 minutes to obtain an alternative device. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.